Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 411 mg/dl and was not able to calibrate. Caller was educated on appropriate time to calibrate. Caller was assisted with programming. Caller reported that blood glucose was lowering and was 366 mg/dl at the time of call. Caller declined troubleshooting for high blood glucose.